Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, after delivering the satg guidewire during the puncture of a blood vessel, it was found that the withdrawal of the needle core of the puncture needle could not be withdrawn from the end of the satg guidewire, resulting in the needle core being stuck at the end of the satg guidewire, making it impossible to carry out the next operation, and on closer inspection, it was found that the guidewire was curved and thick at the end of the wire. Device replaced to complete patient's intubation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire needle is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed the guidewire tip to be bent. No use residues were observed on the sample in the returned photograph. No damage could be seen on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, after delivering the satg guidewire during the puncture of a blood vessel, it was found that the withdrawal of the needle core of the puncture needle could not be withdrawn from the end of the satg guidewire, resulting in the needle core being stuck at the end of the satg guidewire, making it impossible to carry out the next operation, and on closer inspection, it was found that the guidewire was curved and thick at the end of the wire. Device replaced to complete patient's intubation. No other information was provided.